Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx device(s) on an unknown date. On a later and also unknown date, the patient presented with an endoleak (at indeterminate origin). The physician elected to treat the patient by explanting the afx device(s) on (B)(6) 2021. The patient's current condition is unknown. Additional information received indicating the patient had presented emergently and within twelve (12) hours of device explant, patient passed away due to an unknown cause. The explanted devices were discarded. In addition, clinical assessment determined that the reported indeterminate endoleak is a type iiib endoleak of the bifurcated stent graft.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported explant is confirmed, and the reported endoleak (at indeterminate origin) is confirmed to be a type iiib endoleak of the distal bifurcated stent graft. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as deceased due to an unknown cause. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2 outcomes attributed to ae. B5 describe event or problem . D10 device available for eval? G4 awareness date. H1 type of reportable event. H6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx device(s) on an unknown date. On a later and also unknown date, the patient presented with an endoleak (at indeterminate origin). The physician elected to treat the patient by explanting the afx device(s) on (B)(6) 2021. The patient's current condition is unknown.